Event description:
The patient reported that she recently received a letter for the device power pack recall and wanted to report that she has experienced the issue of the power pack failing. The issue occurred during the night which caused her blood glucose to elevate to 210 mg/dl. She reported symptoms of feeling run down, tired and like syrup was running through her veins. The patient gave herself a bolus to bring her elevated blood glucose down. Her doctor recommended that she stay under 150 mg/dl. The patient changed her power pack and the device started working fine. No medical treatment was necessary. No product is being returned.

Manufacturer narrative:
Product not returned for evaluation.